Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1); an additional emdr will be submitted to represent the bard flat mesh (device 2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). On (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol "marlex" (bard flat mesh) (device 2). The patient is making a claim for an adverse patient outcome against the ventralex (device 1) and bard flat mesh (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex (device 1) and the bard flat mesh (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 6 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, infection, adhesions, mesh deformation, migration and extrusion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, infection, migration and extrusion as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note, the manufacturing date (15-dec-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), e3, g1, g3, g4 (PMA/510(k)), g6, h2, h6, h10. This supplemental emdr represents the mesh ¿ ventralex (device #1). Additional supplemental emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol "marlex" (bard flat mesh) (device 2). The patient is making a claim for an adverse patient outcome against the ventralex (device 1) and bard flat mesh (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex (device 1) and the bard flat mesh (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information: (B)(6) 2010 - patient was diagnosed with umbilical ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was noted to be lobulated. A large portion of the hernia sac was underneath the umbilical skin and supraumbilical ventral area. Hernia sac material was completely dissected free. The omentum and transverse colon were dissected away from the sac and reduced back into the peritoneal cavity, then the sac was excised circumferentially around the two fascial defects. There was just a thin bridge of fascia between these two fascial defects was opened. The repair was performed by placing a ventralex mesh (device #1) underneath the peritoneum and fascia and secured circumferentially to the fascia with sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿the hernia was noted to be quite large in size. The hernia sac was opened, and intra-abdominal contents consisted of small bowel and omentum were adherent to the sac was taken down and then reduced back into the peritoneal cavity. The very large hernia sac was excised circumferentially around the fascial defect. The old ventralex mesh (device#1) was noted to be curled into one area anteriorly, fascia was mobilized and closed transversely using suture. A large sheet of bard flat mesh (device#2) was then laid onto the anterior abdominal wall overlying the fascial closure and secured circumferentially to the anterior fascia using sutures.¿ (B)(6) 2014 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of ventralex mesh (device #1) and partial removal of bard flat mesh (device #2). Per operative notes, ¿the fascia was extremely thickened and dividing the sinus track revealed granulation tissue and some seropurulent fluid. The track was then traced through the flat mesh (device #2) on top of the fascia and through the fascia into the preperitoneal space. The old preperitoneal ventralex mesh (device #1) was encountered and, noted to be rolled up and obviously was being rejected. Intense thickened tissue surrounding the entire area. The fascia was divided transversely on each side of the protruding ventralex mesh (device #1) was then grasped and retracted, sutures holding the mesh to the fascia were encountered and mesh was removed completely. The bard flat mesh (device #2) in the area of the sinus track was excised completely.¿ (B)(6) 2014 to (B)(6) 2014 - patient was identified with drainage of serosangious material above the fascia. (B)(6) 2014 - patient had probable enteric content drainage from stapled incision. (B)(6) 2014 - patient was diagnosed with enterocutaneous fistula thereby underwent repair with partial removal of bard flat mesh (device #2). Per operative notes, ¿some enteric contents were encountered in the subcutaneous tissue were suctioned free. The underlying fascia was exposed and there appeared to be a disruption of the suture fascial closure with fascial dehiscence. In the central portion of the dehiscence was an area of thickened inflammatory granulation-type tissue. No obvious fistula was identified and no obvious leakage of intestinal contents was identified during the exploration. Some old flat mesh (device #2) on each side of the dehiscence was excised.¿ (B)(6) 2015 - patient presented with abdominal pain and diagnosed with chronic colocutaneous fistula. (B)(6) 2015 to (B)(6) 2015 - patient visited to hospital for abdominal pain and diagnosed with fistula and recurrent hernia. (B)(6) 2015 - patient was diagnosed with fistula thereby scheduled surgery to takedown the fistula and repair of colon or possible primary colectomy and hernia repair. (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia and transverse colon dehiscence and fistula thereby underwent open repair of partial transverse colectomy and hernia repair and removal of bard flat mesh (device #2). Per operative notes, ¿the loop of transverse colon was dissected down to the fascial defect. Recurrent ventral incisional hernia was found, the sac was mobilized and excised. Superior to the loop of transverse colon and medially flat mesh (device #2) was encountered along with a very large amount of granulation tissue and appeared to be in a layer between the anterior fascia and posterior fascia. All of the mesh (device #2) was completely excised. The dehisced loop of transverse colon was completely immobilized, the peritoneal cavity was entered and transverse colon proximal and distal to the area was mobilized and drawn into the wound. The portion of transverse colon which was involved with the fistula was mobilized and divided with stapler and colon was reduced into peritoneal cavity, closed with sutures." (B)(6) 2015 - patient had colocutaneous fistula. (B)(6) 2017 - patient was diagnosed with incarcerated strangulated ventral incisional hernia and ischemia small bowel with perforation thereby underwent open repair with hernia and small bowel resection. (Notes: provided op notes was incomplete). Attorney alleges that the patient had adhesions, bowel perforation, fistulae, infection, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.